Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attorney.

Event description:
It is reported that the patient was revised to address a right extra capsular neck of femur fracture and pain.

Manufacturer narrative:
Product complaint #: (B)(4). From serious injury to death as the patient had passed away 5 months after surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: a review of complaints databases and manufacturing records did not identify any anomalies. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.